Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board, the generator interface board, the system interface, the mainframe ps1 power supply, and the touch screen were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system images did not save. The system displayed a touch screen error message and rebooted. No pt injury was reported.